Event description:
Literature was reviewed regarding the use of photographs to assess frailty in patients undergoing transcatheter aortic valve replacement (tavr). Medtronic (evolut r, pro, and pro+) and non-medtronic (sapien 3) valve types were implanted in the study population of 796 patients. The authors observed a cumulative total of 178 deaths (all-cause = 130, cardiovascular = 48) during follow-up. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse outcomes included: paravalvular leak (degree/severity unspecified), stroke, life-threatening bleeding, acute kidney injury (stage 2 or 3), coronary obstruction requiring intervention, and major vascular complications. No additional adverse outcomes were noted. The authors concluded that patient photographs can be used for assessment of frailty in patients with severe aortic stenosis, and that "such assessments can independently predict poor outcomes following tavr.¿

Manufacturer narrative:
Citation: hiruma t, saji m, izumi y, et al. Frailty assessment using photographs in patients undergoing transcatheter aortic valve replacement. J cardiol. 2024;83(3):155-162. Doi:10.1016/j.jjcc.2023.07.011 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.